Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the balloon ruptured upon inflation. There were no fragments left inside the patient¿s body. The procedure was completed with a different device. No patient complications were reported.